Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03941. Related manufacturer reference number: 2017865-2020-03942. It was reported that the patient presented for remote follow up with lead noise. The patient was referred for lead revision. A pre-procedure device interrogation revealed several episodes of noise and noise reversion exhibited by the right ventricular lead. During the procedure insulation anomalies were observed on the both the right atrial and ventricular leads. Both leads were explanted and replaced. Following the procedure, the pulse generator exhibited a false elective replacement indicator, due to electrocautery exposure. The device was successfully restore via firmware download. The patient was discharged in stable condition.